Event description:
It was reported that the user experienced hyperglycemia, with glucose readings of 358 mg/dl on ilet and 327 mg/dl by fingerstick, approximately 1.5 hours after a lunch announcement and following a recent infusion set change with a teflon inset. Symptoms included elevated blood glucose. Outcomes included ongoing device-delivered correction doses with guidance that glucose could take 1 to 2 hours to normalize and to call back if not trending down. Investigation included user-led troubleshooting to check for leaks or kinks, disconnecting and priming to confirm insulin drops at the tubing end, and resuming delivery. Investigation of this case revealed no evidence of delivery obstruction or leakage and no device alarms, with hyperglycemia occurring after a meal and corrections in progress. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.